Manufacturer narrative:
Complaint confirmed, the driver tip broke off. The most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, and/or not fully seating the driver into the screw during tightening.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an orif medial condyle of elbow procedure, the surgeon was inserting a screw into hard bone. He applied torque to tighten and the tip of the 1.5 mm hex driver, ar-8737-37, broke off into the screw. The surgeon had trouble retrieving just the screwdriver tip, so he decided to use wire cutters and removed the screw head with the broken driver tip att ached and then filed the screw even with bone. The case was completed without further incident. Additional information requested. Additional information provided 10/25/2019: the screw part number: ar-8725-30h, lot: 10052068. X-ray is not available. The screw head and the driver tip were both discarded. The broken driver shaft is available for return.